Event description:
It was reported the high flow insufflation unit's display failed. The malfunction occurred during a therapeutic hysterectomy. There was a slight delay, however, there were no reports of patient harm and the procedure was able to be completed with a replacement device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in the printed circuit board, equipment does not work properly. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.